Event description:
Related to MFR report # 2183959-2012-01548. Related to MFR report # 2183959-2012-01550. On (B)(6) 2010, the plaintiff was implanted with an elevate anterior graft and two other ams products with the intention of treating pelvic organ prolapse, rectocele and urinary incontinence. It was alleged that "after, and as a result of the implantation" the plaintiff "suffered serious bodily injuries, including, but not limited to, infection, extreme pain, extrusion and erosion of the mesh, bleeding, pain during intercourse and other injuries." It was also alleged the plaintiff has 'experienced significant permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures" and the plaintiff has "sustained and will continue to sustain emotional distress, severe physical injuries" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.